Manufacturer narrative:
Additional product code: ktt. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot - a review of the device history record revealed no complaint related anomalies. The device history record shows batch 93p1871 of tfna fenestrated screws 95 mm - sterile was processed through the normal manufacturing and inspection operations with no rework or nonconformance's noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the component device history record(s) determined the component batch 90p3509 met all specifications with no issues documented that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 14l4463 met all specifications with no issues documented that would contribute to this complaint condition. Device history review - a review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery with tfna system in question. Procedure was completed successfully without any surgical delay. After surgery on an unknown date, the patient fell, and the implant was about to be cut out. On (B)(6) the surgeon will perform a re-surgery to remove the tnfa system and replace it with s-rom. This report is for one (1) tfna fenestrated screw 95mm - sterile. This is report 3 of 6 for complaint (B)(4).